Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "lens rotated 15 degrees off axis" (malposition of device [iol (intraocular lens) implanted]). A surgeon reported a pt with an unexpected postoperative refraction following (bilateral) intraocular lens (iol) implant surgery. Medical records were received. Pt had a history of map/dot dystrophy (pre-existing). On the third postoperative day, corneal dystrophy with edema was noted. Medications were added for treatment of the edema. The iol was noted to be off axis at approx five weeks postoperative. The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is ten of thirty nine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited high current drain of 84 ua, causing it to reach elective replacement indicator at an accelerated rate. High current drain was first noted in (B) (6) 2009. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a leaky capacitor. After replacing the capacitor, normal function ensued.